Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (01/2022).

Event description:
It was reported that during an angioplasty procedure on the left brachiocephalic vein, the device allegedly broke. Additionally, the balloon detached in the patient and had to be removed through a secondary procedure.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (01/2022). (Trending device code).

Event description:
It was reported that during an angioplasty procedure in the left brachiocephalic vein, the pta balloon allegedly ruptured after the second inflation. It was further reported that the balloon allegedly detached in the sheath during retraction. The procedure was concluded and then the patient was sent to the operating room to have the detached balloon segment removed successfully. There were no further reported complications to the patient.